Manufacturer narrative:
All available information indicates that the products remain in service. Efforts to obtain additional information were unsuccessful as our local representative was not aware of these clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned with a setscrew mark noted on the terminal pin and ring. There was a cut in the poly tubing at 12.2 centimeters (cm) from the pin. There was also a cut noted in the suture sleeves, the cut was likely due to removal of the suture. The helix was in very good condition with no signs of damage or defect. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, additional information was received from the local sales representative states that this lead capture threshold had elevated over time. The lead was removed from service and there were no electrical abnormalities with the lead normal impedance and no noise was noted on any of the electrograms (egm).

Event description:
Boston scientific received information that this right ventricular (rv) lead and device stored many ventricular tachycardia episodes. The electrogram displayed ap vs and (vs) markers. A clinician reported that the first ventricular sensed marker was from the atrial conduction and the second marker was from the qrs conduction. The atrial output was programmed high from the recent implant. The rv threshold measurement increased and the impedance and sensing measurements decreased. A technical service consultant reviewed the electrograms. Based on the changes in the lead, it was suspected that the lead had moved. The consultant recommended a chest x-ray to confirm the lead location. The consultant discussed programming options. The patient was not pacemaker dependent and had an intrinsic rhythm. The clinician planned on discussing the findings with the physician. No adverse patient effects were reported.

Event description:
Our company received additional information that this lead was revised due to poor r wave measurements and oversensing. No pacing inhibition was noted.